Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.3 inr. The corresponding reported lab result was 3.7 inr. The reporter also stated the device failed level 1 precision.